Event description:
The patient was scheduled to have a colon resection due to a malignant colonic stricture in the sigmold colon. The malignancy created a total bowel obstruction. In an effort to provide palliative treatment prior to the resection, the physician attempted to place a wilson-cook colonic z-stent. Stent deployment was successful. At this time, the loading sutures became compressed against the guiding catheter and the outer sheath of the introduction system. Re-engagement of the guiding catheter into the inner catheter of the sheath was attempted in an effort to dislodge the loading sutures, but was unsuccessful. This resulted in simultaneous removal of the stent and introduction system. The patient was reported to be in stable condition. An injury to the patient did not occur.